Event description:
Customer reports blood glucose result of 452 mg/dl on the inform system taken at 23:55; lab value was drawn at 12:20, and customer was treated with insulin based on previous result (type and amount unk). Lab result was 85 mg/dl (unk if corrective treatment was given). No adverse event reported. No quality controls used. The discrepant results were obtained at a hosp. Requested return of suspect device and replacement was sent.